Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer's device and observed that the device would not power on when opening the lid. The cause of the reported issue was determined to be due to the lid switch sw5.

Event description:
A customer had reported a non-critical issue with their device. Upon inspection, stryker observed that the device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.